Event description:
It was reported during an unk procedure the 355ld would not arm properly. A second 355ld was used in its place. Both packages were saved, however, the nurse was unsure which label was from the defective trocar. The lot number was k4864h or k47y4k. The instruments were discarded. There was no consequence to the pt.